Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 233 mg/dl. Insulin pens were used to address the bg level. The customer had also avoided eating to help correct the bg level and to avoid receiving another occlusion alarm. The customer had changed the supplies on the pump. There was no damage noted to the cannula. As the pump supplies had been changed and the customer had performed their own troubleshooting, the customer had declined tandem technical support's offer to perform additional troubleshooting